Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent hyperglycemia with time in range approximately 22%, frequent readings over 300 mg/dl, and intermittent disconnection from the ilet due to running out of insulin and delayed cartridge changes; the caregiver reported leg edema and scheduled a primary care visit, and there were concerns about meal announcement use for correction, language barriers during training, and potential benefit from additional training and a factory reset if glucose remains high. Symptoms included hyperglycemia. Outcomes included user counseling to avoid using meal announcements as corrections, to announce true snacks appropriately, to keep the ilet connected, to change infusion sets and cartridges per instructions, to keep the app open, and to check ketones when prolonged hyperglycemia occurs. Investigation included case review and telephonic outreach with education and assignment for additional training. Investigation of this case revealed user-related issues including inconsistent device connection, delayed cartridge changes leading to insulin depletion, uncertain infusion set change practices, and suboptimal use of meal announcements, which hindered algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was use error and inadequate adherence to operating instructions, mitigated by user re-education and follow-up training.